Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that he couldn't lift the flap in right eye on a bilateral lasik. Right eye procedure was aborted and surgeon will perform photorefractive keratectomy at a later date. Left eye was lifted with difficulty and treatment was completed as planned. The reported settings used were bed energy 1.05, 7/7 spot/line.